Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported two proglide devices were attempted after a percutaneous coronary interventional procedure. Reportedly, a cuff miss was noted with both devices. The method to achieve hemostasis was not specified. No additional information was provided.